Event description:
A customer contacted beckman coulter inc. (Bci) regarding a broken alkaline phosphotase (alp) cartridge that was found while removing the reagent from the unicel dxc 800 pro synchron clinical system. The customer did not know if the cartridge had any signs of damage prior to loading onto the instrument. The customer noticed that the volume status reduced sooner than it was supposed to which prompted the customer to remove the cartridge. No injury was reported and no false patient results were generated.

Manufacturer narrative:
Per customer, they did not need replacement. Service was not requested.